Manufacturer narrative:
Updated reporter address and name.

Event description:
It has been reported that the device exhibited an error during a patient use event. The patient did not survive.

Manufacturer narrative:
Completed final review of case details and determined no further action is required. Coding tables match the previously submitted report.